Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media and phone call that customer was hospitalized in november 2014 with blood glucose of 1200 mg/dl. Customer was found in a coma and was taken to the hospital via ambulance. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for four days in the intensive care unit. Customer was wearing insulin pump at the time of hospitalization. Customer reported that healthcare professional advised that insulin pump malfunctioned and customer no longer wanted to continue insulin pump therapy and did not want to troubleshoot. Customer reverted to manual injection due to being scared.